Event description:
Company representative reported right side "salad oil sign is visible, which is consistent with a non-collapsed rupture". The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "salad oil sign is visible, which is consistent with a non-collapsed rupture". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d9, g1, h6. D9: removed date previously reported, device has not been returned. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.